Manufacturer narrative:
Continuation of medical device: 503452 lead implanted (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, and x-ray showed visible clavicle crush. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.